Manufacturer narrative:
Lot number is unknown/not provided. Device was discarded by health professional.

Event description:
It was reported that an abutment came loose in the patient's mouth. There was a micro gap between the implant and the abutment. The abutment was installed in the patient in (B)(6) 2017. Tooth location 30.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). One certain® gold-tite® hexed screw and eda abutment were returned for inspection. A visual inspection revealed that the collar, drive feature, and body are noted to be worn, indicating use. The hexagon features of the abutment were also worn, indicating use. A lot number was not provided for the screw. Therefore, a device history record review and a complaint history review could not be performed. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: art1079 and instrm information identified: customer is required to review the applicable clinical procedure (art1079) that specifies the required screw torque. In addition, the restorative manual (instrm) requires a pre-surgical patient evaluation because the para functional habits such as bruxism could adversely affect the restorative outcome. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.